Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). No evaluation performed, device not returned, discarded by facility. Method: no testing methods performed. (B)(4).

Event description:
It was reported that during a procedure, approximately 10 minutes after intubation, the patient started bucking and coughing and their o2 saturation dropped. The patient coughed up the endotracheal tube, was reintubated with an lma and was admitted to the ccu with pulmonary edema. It was confirmed that the surgeon inspected the tube after it was coughed up and confirmed that there was nothing wrong with the endotracheal tube. The surgeon believes that the patient was not adequately anesthetized and the cause of the event "was a combo of the patient's reactive airway and anesthesia administration that did not adequately address the patient's airway challenges.¿ in his estimate the patient was not sedated enough which generated the coughing, bucking , tube dislodgement, and eventual pulmonary edema.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.